Event description:
Sterilization instructions are contrary to what hospital sterilizer can do. Requires a 273 degree cycle while cycle temp on hospital equipment fluctuates between 273 and 275 degrees. Manufacturer states can not go above 273 degrees.